Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; ruptured iliac pseudoaneurysm after intravesical bacillus calmette-gu erin: urgent endovascular treatment. Case report and literature review emanuela viviani, claudia de gregorio, antonio de capua, anna maria giribono, umberto bracale, luca del guercio, maurizio sodo and umberto marcello bracale, naples, italy ann vasc surg 2018; 53: 269.e1¿269.e9 doi: doi.org/10.1016/j.avsg.2018.05.068. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the urgent endovascular treatment of a 115mm diameter left common iliac pseudoaneurysm on an unknown date.   It was reported that 2 days post index procedure, the patient experienced flaccid paralysis with left lower limb areflexia and severe right lower limb paresis. Five days post index procedure the patient was transferred to the infectious disease department with clinical conditions improving and was discharged 5 months after the operation with a diagnosis tuberculosis infection with lower back involvement without any signs of re infection. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.